Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30073230l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). (B)(4). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for arrhythmia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, after pvi by cryo, the pacing for left pulmonary vein (lpv) was conducted by thermocool® smart touch® sf bi-directional navigation catheter. When the physician was checking the missing ablation site by pacing, he mistakenly hurt left atrial appendage (laa). After that, the procedure was moved to the cavotricuspid isthmus (cti). Cardiac tamponade was checked by CT fluoroscopy and confirmed by echo. Open-chest surgery (thoracotomy surgery) was performed to repair the damaged area. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician did not attribute the causality of the adverse event to the bwi product. No error messages were observed on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/12/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for arrhythmia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. When the physician was checking the missing ablation site by pacing, he mistakenly hurt left atrial appendage (laa). After that, the procedure was moved to the cavotricuspid isthmus (cti). Cardiac tamponade was checked by CT fluoroscopy and confirmed by echo. Open-chest surgery (thoracotomy surgery) was performed to repair the damaged area. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician did not attribute the causality of the adverse event to the bwi product. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation and deflection test were performed and it was found within specifications; the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).